Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse, a moderate to large rectocele, and a mildly atropic cervix. It was reported that following insertion the patient experienced pain and bleeding. The patient underwent colonoscopy and resection of mesh on 07/08/2010 due to infected rectovaginal mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient underwent vaginal mesh removal with flap closure on (B)(6) 2015 by (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge.

Event description:
It was reported that following insertion the patient experienced vaginal discharge.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and nocturia.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent surgery to treat pop on (B)(6) 2006 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.